Event description:
On (B)(6) 2011, lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred in the afternoon of (B)(6) 2011. The patient stated that he manages his diabetes with the insulin pump and denied making any changes to his normal diabetes management routine in response to the reported issue. At an unspecified date and time after the alleged issue began, the patient claimed to have developed symptoms of "thirst and frequent urination" but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the batteries did not need replacement. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.